Manufacturer narrative:
(B)(4). Batch #r92u7h. Investigation summary: the hand piece was received with the nose cone cracked and the mount was noted to be loose. No functional testing could be performed due to the nose cone being extremely cracked and no instrument could be attached to the hand piece. The instrument was disassembled to inspect internal components. The moisture indicator was positive. The transducer assembly was not held in place due to the cracked nose cone, so torquing on the disposable resulted in twisting only the hand piece transducer assembly until the internal wires got disconnected. Due to the cracked nose cone, moisture entered the hand piece mid housing. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nose cone. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. It is possible that the condition of the nose cone contributed to the assembly issue when trying to attach the instrument to the hand piece. It is possible that the ingress of moisture affected hand piece functionality. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, harh45 was been assembled to hp054 and could not be disassembled again. The devices remained connected to each other. There were no patient consequences.